Event description:
It was reported that the device had a malfunctioned pressurized bag. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was returned for evaluation. The reported event was verified by functional testing. The cause was air leakage due to a loose connector inside the cuff inflator. The cuff assembly and fitting were replaced to correct the issue. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.